Event description:
The patient had no effect from the drug. A bolus was given. The catheter was revised; micro lesions were suspected and the catheter was blocked. A small piece of catheter was left in subcutaneous. The patient was doing "good" following the revision. The patient recovered without sequela. The pump was used to deliver lioresal.

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.